Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 43 mg/dl. Customer was treated with food. Customer reported insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer reported that the drive support cap appears normal. Customer was neither in emergency room nor admitted into hospital. Customer alleging possible insulin pump over delivery. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.